Manufacturer narrative:
Internal investigation confirms customer incident of lane 95 base pair selection not limiting results to either dr4 or dr5 base on selection of 85bp or 210bp result. This is a known defect of the unimatch software when using a uch file where the "^" symbols are present in the drb4/drb5 mix. The presence of the "^" symbol breaks the size filtering function of unimatch which results in both drb4 and drb5 displayed in the results regardless of the product size entered by the user. (B)(4) released (B)(4) 2012 contained new uch files updating the reactivity of drb1 04:33 in lane 44 of the drb1 kit. The uch files released in (B)(4) were done so without the required manual edits to remove the "^" symbols in lane 95. Disposition is to use as is. A customer notification was sent on 05/31/2012 to affected customers providing instructions on how to obtain corrected documents from the website. Root cause is determined to be an error in the manual process of creating this functionality when generating the kit database in hosii.

Event description:
It was reported that during testing using the allset gold ssp hla-drb1 high res kit (catalog number 54040d, lot number 017 904113) that the drb1 lane 95 base pair filter did not function properly. Results were not limited to either dr4 or dr5. This would result in a mistype. (B)(4). The 4515110 drb1 ssp unitray kit with taq polymerase, lot number 017 845070 912397 has been identified as also having this issue.